Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during handling of the device. The stress caused abnormality of the image sensor unit and cable, as a result image disappeared during angulation. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: the bending cover was leaking, the insertion section had dents, the light guide (lg)-tube had dents and the remote switches were worn. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope was leaking. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image disappeared when the device was angulated upward/downward. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.